Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply in the generator was adjusted, and a connector on the fluoro functions board backplane was reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failure error message and shut down. No pt injury was reported.